Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 28-apr-2007, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving baclofen (2000 mcg/ml at 807.6 mcg/day) via an implantable infusion pump. The indication for use was noted to be intractable spasticity due to stroke. It was reported that the patient noticed she was unable to sleep at night and thought there was an issue with the pump or catheter. The hcp attempted to draw back from the catheter access port and was unable to do so. Surgical intervention was planned but not yet scheduled. The issue was not considered resolved. There were no environmental, external or patient factors which may have led or contributed to the issue. The patient's weight was unknown. The patient's status at the time of the report was alive - no injury. No further complications were reported.